Event description:
A surgeon reported nothing foreign material like fiber was found in the syringe before usage of this product. There was no patient involved. No further information is expected.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No remarks in batch record filling regarding the presence of fibers. The reference samples were inspected, no foreign material was observed. There have beeen no other complaints reported in the lot number. (B)(4).